Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # 727420

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens had a low vault and it was decided to continue clinical observation without removing the lens for the time being. This was the replacement lens for MFR. Report # 2023826-2022-04545. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.